Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a defective seal in the ratio pump. The fse decontaminated the ion selective electrode (ise) system, and replaced the ratio pump, all ise tubing, reagent cap, and straws to resolve the issue. The repair was verified per established procedures and results met published specifications. Failure mode of the event is likely attributed to contamination as the symptoms of the event were consistent with a contaminated system.

Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), and/or carbon dioxide (co2) results for two (2) patient samples involving the unicel dxc 800 synchron system. The customer stated that the results were not reported out of the laboratory. The customer repeated the samples on an alternate dxc analyzer and the repeat results were considered correct and reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to flush and clean the modular chemistry (mc) sample probe and collar wash, and to also check the sample syringes. The customer reported observing continued quality control (qc) recovery drift following the cts' troubleshooting recommendations. The customer indicated that quality control (qc) results prior to the event were within the laboratory's established ranges, but the results were out high following the event.